Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter exhibited needle retraction failure. No serious injury or medical intervention was reported.

Manufacturer narrative:
DHR- a total of (B)(4) units were built on afa line 4 from 19jan18 through 23jan18 and packaged on pkg line 9 from 20jan18 through 24jan18. All challenge, set-up and in process samples were performed in accordance to the quality control plan and all passed per specifications. No quality notifications were initiated during production. Received a total of 1 iag 24ga unit within an open package from lot number 8016939. All of the components were present and intact. No physical-mechanical damage was observed on any of the components of the units received. No traces of adhesive was found of the areas of the units. Functional test (needle retraction): the needle covers was removed and the white button was pushed, the needle retracted meeting no resistance. Retraction was successful. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced. The defect described in the event description could not be confirmed or replicated with the returned representative units.

Event description:
It was reported that bd insyte autoguard shielded IV catheter exhibited needle retraction failure. No serious injury or medical intervention was reported.